Event description:
It was reported that premature battery depletion was observed. The battery voltage decreased rapidly from eri to eol. The device was explanted and replaced. The patient was not pacemaker dependent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to have reached eol within the expected amount of time. The device was tested on the bench and in the automated system; no anomalies were found and the device met all specifications.